Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported she went into the hospital for ketoacidosis. Pt stated she has been having elevated blood glucose due to her home situation. Pt reported her blood glucose was up in the 500's mg/dl. Pt's normal blood glucose range is 60-180 mg/dl. Pt stated she also reported receiving an occlusion. Pt stated she began throwing up and was taken to the hospital. Pt reported she was in the hospital for one week. Pt stated they took her off of the infusion device and regulated her blood glucose. Pt stated when she left the hospital, she went back on the infusion device and everything worked fine. Pt reported her blood glucose remained normal. Pt stated her infusion adapter has never been changed. Advised pt to change the adapter every 10 insulin cartridge change. Pt no longer uses that type of infusion sets. No product return was requested.